Event description:
From a sister hospital it was learned that a patient weighing approximately (B) (6) pounds was lifted from the bed to the chair. Two lifts were used in tandem. As the patient was lifted to the chair, a piece of the bottom lift fell down and the black lift belt began to fray in one place. Maintenance was made aware and they came to repair the piece that fell. They said that when the patient is discharged they would repair the frayed belt but to go ahead and use it until then. As the patient was being transferred back to bed the belt began to fray in two additional places. There was no patient injury in this lift transfer, only potential for harm.====================== manufacturer response for ceiling mount patient lift, (brand not provided)======================